Event description:
It was reported that the patient presented to the emergency department for confusion, intoxication, and aggression. Upon interrogation of the patient's log files multiple pump stops, driveline disconnects, low voltage advisories, and pulsatility index (pi) events were seen. The patient's friend stated that the patient had been on batteries during most of the time that he had been confused. Log file analysis showed 5 pump stop events on (B)(6) 2023 between 5:56 pm and 7:55 pm. The pump was off for 2-3 seconds during each pump stop. It was unclear if the events were the result of electrostatic discharge (esd) or if the patient had been disconnecting the driveline from the controller. There were no external power and low battery hazard events between 08may2023 and 09may2023 from 8:40 pm and 5:57 am which were a result of battery power depletion as well as the patient simultaneously disconnecting both controller leads from battery power. The controller switched appropriately to the emergency backup battery (ebb) when external power was lost. All alarms appeared to have resolved following the events and the pump was operating within normal parameters. No other details were able to be provided as the patient did not recall what happened at the time of the alarms. Related MFR # of the pump 2916596-2023-02879.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of driveline disconnect and no external power alarms were confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis; however, a log file was submitted for review that showed events spanning approximately 2 days (08may2023 ¿ 10may2023 per timestamp). Five driveline disconnect events were recorded in the log file, occurring on (B)(6) 2023 between 17:56:12 - 19:55:56, briefly stopping the pump during each event. The pump resumed operating at its set speed ~3 seconds after the driveline was reconnected each time without issue. No external power alarms were active on (B)(6) 2023 from 20:40:54 to 20:41:16, and on (B)(6) 2023 05:34:50 ¿ 05:57:14 due to a dual power cable disconnect from battery power. The power cables were individually disconnected one after the other causing voltage to drop to ~0v and triggering the no external power alarm. The backup battery provided power to the system during these events and alarms cleared once external power was restored to the system. Pump operation was not affected. There were no other notable alarms active in the log file. Provided information indicated that the patient presented to an outside emergency department for confusion, intoxication, and aggression; the patient has no recollection of the events. The root cause for the reported events was determined to be due to user error in the patient physically disconnecting the driveline and power cables from the controller. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on (B)(6) 2022. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline disconnect and no external power alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate ii lvas. These sections explain how to properly switch between power sources. The heartmate iii patient handbook section 2 ¿how your heart pump works¿ instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Additionally, this section instructs users that backup battery power should only be used when in a power loss emergency. Inappropriate use of the backup battery¿s power may result in diminished run time during a power loss emergency. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section h6: type of investigation: 4121 - event history log review. Section h6: investigation findings: 4248 - usage problem identified. Manufacturer's investigation conclusion: the reported events of driveline disconnect and no external power alarms were confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis; however, a log file ((B)(6)) was submitted for review that showed events spanning approximately 2 days ((B)(6) 2023 per timestamp). Five driveline disconnect events were recorded in the log file, occurring on (B)(6) 2023 between 17:56:12 - 19:55:56, briefly stopping the pump during each event. The pump resumed operating at its set speed ~3 seconds after the driveline was reconnected each time without issue. No external power alarms were active on (B)(6) 2023 from 20:40:54 to 20:41:16, and on (B)(6) 2023 05:34:50 ¿ 05:57:14 due to a dual power cable disconnect from battery power. The power cables were individually disconnected one after the other causing voltage to drop to ~0v and triggering the no external power alarm. The backup battery provided power to the system during these events and alarms cleared once external power was restored to the system. Pump operation was not affected. There were no other notable alarms active in the log file. Provided information indicated that the patient presented to an outside emergency department for confusion, intoxication, and aggression; the patient has no recollection of the events. The root cause for the reported events was unable to be conclusively determined through this analysis. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline disconnect and no external power alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate ii lvas. These sections explain how to properly switch between power sources. The heartmate iii patient handbook section 2 ¿how your heart pump works¿ instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Additionally, this section instructs users that backup battery power should only be used when in a power loss emergency. Inappropriate use of the backup battery¿s power may result in diminished run time during a power loss emergency. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.